Event description:
Subsequently, additional information was received from the local sales representative stating that this patient was seen and their impedances were within normal limits. When the patient was initially interrogated the impedances were greater than 2,000 ohms. However after this the impedances remained stable at 1,100 ohms. There was good capture and no noise observed.

Event description:
Subsequently, additional information received states that the pace and sense portion of this rv lead was surgically abandoned. A new rate sense lead has been added. No adverse patient effects were reported.

Event description:
Boston scientific received information that a red alert was detected for high right ventricular (rv) pacing lead impedances 3 months ago. Boston scientific technical services (ts) advised that the patient be brought back in for further evaluation with their physician. No adverse patient effects reported.

Manufacturer narrative:
At this time a portion of the lead remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
At this time the lead remains in service. Should additional information become available, this investigation will be updated.